Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer result log files that were mentioned in the activity text of the tickets and/or contain the complaint samples were reviewed. All sample ids (sids) are at or near the assay limit of detection (lod). Therefore, the results may not be reproducible. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. The curves were reviewed and do not appear abnormal. The discrepant results were positive for the sars-cov-2 target, which is the correct interpretation. Contamination cannot be ruled out and may be linked to the discrepant results. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399, 526484 and 526485 were performing as expected. A product deficiency was not identified by this evaluation. Per the ticket the field service engineer (fse) confirmed that environmental controls are not being routinely performed by the laboratory personnel. The fse performed environmental swabs and environmental areas were detected for sars cov-2. The instrument and environmental areas were de-contaminated, and the sars-cov-2 contamination is no longer evident. Quality data review device history record (DHR) / batch record review: review of the manufacturing packets for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526485, 527399 and 526484 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Corrective action preventative action (CAPA) / non-conformance (nc) review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527399, 526484, 526485 and respective components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 527399, 526484, 526485 or their respective components. Complaint history review a lot specific complaint history review was performed to identify complaints related to the tickets investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lots 527399, 526484 and 526485. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 527399, 526484, and 526485 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported false positive results on the alinity m sars-cov-2 assay (using 3 lot numbers: 527399, 526484, & 526485) on 2 alinity m instruments (serial number [sn] (B)(4) at the customer site. The customer did not differentiate which samples were on which instrument. Since april 11, 2022, the lab has been tracking sars-cov-2 false positives, specifically samples with a cycle threshold (CT) value over 27. Of 3200 samples, they found 74 with values above 27. They retested these 74 samples twice - so in total the 74 samples were run 3 times. Of the 74, they consider 31 to be false positive. The lowest CT value they saw in the 31 samples is 36.15. The field service engineer (fse) confirmed that environmental controls are not being routinely performed by the laboratory personnel. The fse performed environmental swabs on (B)(6) and environmental areas were detected for sars-cov-2. Fse cleaned areas, retested, and environmental swabs were not detected. There was no report of impact to patient management. An additional MDR will be submitted under 3005248192-2022-00673 and 3005248192-2022-00675 for the additional lot numbers.